Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
The fse replaced the drive manifold assembly to correct the reported issue. Subsequently, the fse performed functional tests without any further failures. Unrelated to the reported issue, the fse replaced the 9 volt battery which was due to expire. The cardiosave iabp pm services have been completed. The unit has passed full pm, safety, calibration, and functionality checks to factory specifications. The unit has been released to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that the cardiosave intra-aortic balloon pump (iabp) failed the drive assembly test.there was no patient involvement, and no adverse event reported.